Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 23 mm xience v stent in the proximal left anterior descending artery with 99% stenosis. On (B)(6) 2013, the patient experienced a worsening of her coronary artery disease with unstable angina. The patient was re-hospitalized and medication was administered. No additional information was provided.

Event description:
Subsequent to the initial information received, new information reports that this event was not related to the implanted xience v stent. The disease was in a non-target vessel. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.